Event description:
Patient reported a right side rupture. Healthcare professional confirmed. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Physician reported a "possible" right side rupture. The device remains implanted.